Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that during an attempted implant, helix extension issues, were observed. As a result, the lead was removed and replaced with a competitor lead in absence of adverse patient effects. The attempted implant lead was returned for analysis.